Event description:
It was reported by service report that the release handle is not releasing the legs of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.